Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device would not recognize defibrillation therapy cable. As a result ECG would not be obtainable through any means (ECG cable or paddles lead), need for therapy could not be determined. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Service agent evaluated the customer's device and verified the reported issue. It was determined that the root cause of the reported issue is ECG connector, after it was replaced a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A further root cause cannot be determined.

Event description:
A third party service agent contacted physio control to report that their customer's device would not recognize defibrillation therapy cable. As a result ECG would not be obtainable through any means (ECG cable or paddles lead), need for therapy could not be determined. There were no reports of patient use associated with the reported event.